Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the analysis of the returned device, there was no evidence that the pump "immediately ingested something". Review of the controller log files revealed a vad stopped alarm logged on (B)(6) 2019 at 12:48:04 due to a failure of the pump to restart after several attempts. This was then followed by a vad disconnect alarm at 12:48:32, indicating a physical disconnection of the driveline from the controller. A controller exchange was performed, which corresponds with the reported event details, after which another controller was in use. Review of the log files associated with the second controller revealed a vad stopped alarm at 12:49:20 due to a failure of the pump to restart after several attempts, followed by an additional vad disconnect alarm and vad stopped alarm. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarms. As a result, the reported event was confirmed. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted under the internal investigation, the likely contributing causes of the reported event come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided relevant history and lab values; b6 and b7 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the analysis of the returned device, there was no evidence that the pump "immediately ingested something". Review of the controller log files associated with con403047 revealed a vad stopped alarm logged on (B)(6) 2019 at 12:48:04 due to a failure of the pump to restart after several attempts. This was then followed by a vad disconnect alarm at 12:48:32, indicating a physical disconnection of the driveline from the controller. A controller exchange was performed, which corresponds with the reported event details, after which con403020 was in use. Review of the log files associated with con403020 revealed a vad stopped alarm at 12:49:20 due to a failure of the pump to restart after several attempts, followed by an additional vad disconnect alarm and vad stopped alarm. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarms. As a result, the reported event was confirmed. An internal investigation was opened for pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface. Internal pathological report revealed no evidence of thrombus within the device. Based on the analysis of the returned device, there was no evidence that the pump "immediately ingested something". Review of the controller log files associated with (B)(6) revealed a vad stopped alarm logged on (B)(6) 2019 at 12:48:04 due to a failure of the pump to restart after several attempts. This was then followed by a vad disconnect alarm at 12:48:32, indicating a physical disconnection of the driveline from the controller. A controller exchange was performed, which corresponds with the reported event details, after which (B)(6) was in use. Review of the log files associated with (B)(6) revealed a vad stopped alarm at 12:49:20 due to a failure of the pump to restart after several attempts, followed by an additional vad disconnect alarm and vad stopped alarm. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarms. It is likely the pump stoppage associated with the vad stopped alarms corresponds with the reported "negative flow" event. As a result, the reported vad stopped alarms, high power, and low flow events were confirmed. The most likely root cause of the vad stopped alarms, high power, and low flow events can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of (B)(4). CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer should contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding the recall number. Correction h10: section h10 was corrected to include device and code information for the controller associated with the event. Product event summary: the pump was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the analysis of the returned device, there was no evidence that the pump "immediately ingested something". Review of the controller log files revealed a vad stopped alarm logged on (B)(6) 2019 at 12:48:04 due to a failure of the pump to restart after several attempts. This was then followed by a vad disconnect alarm at 12:48:32, indicating a physical disconnection of the driveline from the controller. A controller exchange was performed, which corresponds with the reported event details, after which the second controller was in use. Review of the log files associated with the second controller revealed a vad stopped alarm at 12:49:20 due to a failure of the pump to restart after several attempts, followed by an additional vad disconnect alarm and vad stopped alarm. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarms. As a result, the reported event was confirmed. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420. Catalog #: 1420. Expiration date: 30-sep-2019. Serial #: (B)(6). UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: 18-sep-2018. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26, f1903. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d10 .this information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the ventricular assist device (vad) passed the wet test and was implanted. When the vad was turned on, it immediately went to greater than 25 watts and flow of greater than 10 liters and then quickly dropped to negative flow and spiked back to greater than 25 watts and greater than 10 liters. After about five seconds, there was a vad stop alarm. The vad was stopped and the controller was exchanged. The vad was restarted but the same series happened with the new controller. It was suspected that the vad could have immediately ingested something and stopped the impeller. The vad was stopped and exchanged to a new pump that started without any problems. It was noted that the event increased the duration of by-pass for the patient. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.